Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis patients and orders were not crossing to pyxis. A technical support specialist (tss) verified that the server and devices were connected to carefusion coordination engine and confirmed that extensible markup language messages were not processing on the server. The tss showed the extensible markup language message count steadily increasing, indicating a stuck queue and restarted the external inbound processor service, and the extensible markup language count decreased from about 4,000 to 0, confirming recovery. The tss informed that the messages were now processing. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the pyxis patients and orders were not crossing to pyxis. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.